Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, the right atrial lead was found oversensing noise and was reproduced with isometric exercises. No intervention was performed. The patient was stable.

Event description:
Additional information received noted that the patient presented in clinic on (B)(6) 2020 for a new right atrial lead implant. It was also noted prior to the procedure that the lead noise could be reproduced with arm movement and caused inappropriate mode switch. During the procedure, a venogram showed significant stenosis of the subclavian vein. The physician was unable to advance a stylet into the lead due to the patient's stenosis and other patient-related complications. The lead was eventually extracted via laser extraction. During procedure, the physician noted small amounts of bleeding and thought the subclavian vein was perforated, but the perforation was small and did not require intervention. A new ra lead was implanted. The patient recovered and was stable.